Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens broke off in the inserter and there was no patient contact. The reporter stated the surgeon uses different injection systems which have not been approved by the manufacturer for use with this model lens and is off-label use. The reporter was unable to provide any additional information. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product found the lens stuck in a competitor's cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B) (4).